Event description:
It was reported that the patient was having to charge the implant more often for longer periods of time. The patient underwent a revision procedure where the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was not returned.